Event description:
It was reported that the customer's insulin pump obtained fluid under the lcd display. The insulin pump was still working after it had been dropped in the toilet and being worn in the pool. Patient's glucose reading was 145 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with moisture damage on the motor and lcd board. Insulin pump had a cracked display window corners, reservoir tube lip and minor scratches on display window.